Event description:
It was reported that this right atrial (ra) lead exhibited impedances of more than 3000 ohms and intermittent capture due to a lead fracture. Ra remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: device codes.

Event description:
It was reported that this right atrial (ra) lead exhibited impedances of more than 3000 ohms and intermittent capture due to a lead fracture. Ra remains in service. No adverse patient effects were reported.